Manufacturer narrative:
Device received with broken battery tube threads and cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring had damaged. The customer blood glucose level was unknown. Customer also stated that crack on the insulin pump. Customer stated that they replaced the battery more frequently and cracked piece of the insulin pump. The device will be returned for analysis.